Event description:
42 year-old male underwent cervical fusion. During the operation, two electrosurgical units were used, one of them bi-polar and the other monopolar. Grounding pads were placed on the left thigh for the bi-polar unit and on the pt's back for the monopolar unit. Upon removal of the grounding pads, there were no skin abnormalities noted. The pt complained of soreness on his back once he awakened. Examination of his back revealed a blistered area the size and shape of the grounding pad. The site was treated and there was no permanent sequela.